Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps were not closing right. The procedure was completed. Intuitive surgical, inc. (Isi) obtained the following additional information: a general report was received that during da vinci-assisted surgical procedures, they have experienced broken fenestrated bipolar forceps at several associated hospitals. Specific event information was not provided. It was stated that each patient had intraoperative x-ray imaging performed in case a retained part of the wire dropped off in the patient¿s cavity, which the customer felt was becoming a patient safety concern.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a broken grip cable. The complaint was confirmed by failure analysis. Please refer to MFR report number- 2955842-2024-23418 for additional information related to this event.